Event description:
The customer reported that while the unit was in use on a patient, the unit shut itself off when the print button was pushed. The pt was switched to another unit and monitoring was continued. No patient injury was reported.